Event description:
A customer contacted beckman coulter inc., (bci) and reported that a blood leak on the white tray under the blood sampling valve (bsv) while carrying out maintenance to the coulter lh 750 analyzer. The customer was wearing personal protective equipment (gloves and lab coat). There was no exposure, or contact with eyes or skin, open wounds or mucous membrane. There was no effect to patient or end user.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the tubing to the rinse block and verified repair per established procedures. The root cause is attributed to a hole in the tubing where it rubbed against the rinse block.